Manufacturer narrative:
Eval summary: the femoral head is a non-zimmer device and the stem is also thought to be non-zimmer but cannot be confirmed. Surgical notes from when the devices were explanted revealed that the cup was loose once the acetabular screw was removed. The stem and cup most likely have been in the pt since his surgery in (B)(6) 1998. The other components (cup, liner, head, and head adaptor) were in vivo for approximately 6.5 yrs at the time of revision. It is not recommended to use zimmer devices with non-zimmer devices as they are not tested as such. It is unk exactly why the cup became loose within the pt. A definitive root cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt was revised due to loosening of the cup.